Manufacturer narrative:
B7: added medical history. D4: added serial #, expiration date, UDI # h4: added device manufacture date h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2010: (B)(6) medical center (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: multiple abdominal wall hernias; ventral hernia just below lower margin of stomach, inferior to this is a larger herniation of small bowel and mesentery into the subcutaneous fat region, in right lower quadrant near the spigelian region is an abdominal wall hernia, also periosteal hernia. Impression: previous partial colon resection with ostomy left lower quadrant. Fatty change of liver with small cyst. Cholelithiasis. Multiple abdominal wall hernias. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnoses: incisional hernia. Status post ileostomy. Ulcerative colitis. Postoperative diagnoses: incisional hernia. Status post ileostomy. Ulcerative colitis. Procedures: exploratory laparotomy. Lysis of adhesions. Revision of ileostomy. Myocutaneous advancement flap. Repair of incisional hernia by component separation technique with surgisis and flexhd onlay mesh. Anesthesia: general endotracheal anesthesia. Specimen: ileostomy. Blood loss: 100 cc. Indications for procedure: mr. (B)(6) is a 38-year-old gentleman with a history of ulcerative colitis. He underwent a total abdominal colectomy with j-pouch and subsequently had an ileostomy done after not being satisfied with his j-pouch. Most recently he was found to have an incisional hernia in his abdomen. The incisional hernia was quite large, which encompass the significant amount of loss of domain. In addition his ileostomy was noted to be through the hernia sac and not through the rectus fascia. He was evaluated in general surgery clinic for hernia repair with revision of his ileostomy. He underwent a session in which the risks, benefits and therapeutic alternative were explained to him in detail, he signed a written consent form agreeing to undergo this procedure. Procedure in detail: ¿the patient was brought to the operating theater. Endotracheal anesthesia was induced. His abdomen was prepped and draped in sterile fashion. His ileostomy was closed with 2-0 silk stitches in a running fashion prior the prep. A midline incision was made with a knife and the abdomen was entered with a cautery. Some filmy adhesions between the intestines and the anterior abdominal wall were taken down with the combination of cautery and sharp dissection. Adhesions were then taken down from the anterior abdominal wall laterally all the way to the abdominal gutter. The hernia sac was then excised back to rectus fascia and a subcutaneous flap was raised over the rectus and external oblique fascia heading laterally. This was done circumferentially. On the left side of the abdomen, care was taken to avoid entering the ileostomy. Once the flap has been raised, we focused attention on reducing the ileostomy. A circumferential incision was made around the ileostomy with cautery and was taken down into the subcutaneous tissue down to the level of the fascia. Again, the adhesions between the fascia and the ileostomy were taken down with cautery and the intraabdominal adhesions between the ileostomy and anterior abdominal wall were also taken down. Once this was completed, we were able to mobilize the terminal ileum back into the abdomen without any difficulty. The distal 4 cm of ileum was then transected with a gia-65 stapler. Some of the thickened fat associated with the mesentery on the terminal ileum was then taken down with cautery in order that it would be able to fit to a new fascial defect. Terminal ileum appeared to be pink and viable and it was laid down in the abdomen while we focused attention on creating the myocutaneous flaps. The anterior abdominal fascia was scored about 1 cm lateral to the rectus muscle until we identified the external oblique. A good deal of laxity was appreciated when this was accomplished. The fascial incision was taken from above the costal margin all the way down to the inferior aspect of the incision on both sides of the abdomen. Once this was completed, we brought the fascial edges together with a kocher and verified that we would be able to close this primarily with minimal tension and we decided then that it would be reasonable to close it primarily. We then chose a site in the rectus muscle to reposition the ileostomy. The anterior rectus fascia was scored and muscle was spread with army-navy retractor. The posterior fascia was then divided as well and the fascial defect was then dilated digitally to approximately two-finger breadth and the terminal ileum was then brought up to this fascial defect and out into the original skin hole. We had very good satisfactory length in the ileum about 5 to 6 cm outside of the skin with which to form ileostomy. At this point, we irrigated the abdomen copiously with normal saline laced with mefoxin, approximately 3 liters of this fluid was used to irrigate the abdomen. Once this was completed, we focused attention on closing the hernia primarily with interrupted prolene. It should be noted that prior to our ileostomy revision, a cholecystectomy was performed in a top-down manner. Kelly clamps were placed on both the fundus and infundibulum of the gallbladder and once the gallbladder was taken down from the liver with cautery, the cystic duct and the cystic artery were identified in the triangle of calot and clips were placed on the cystic artery to be placed on the proximal side, one on the distal side, it was divided with scissors. In a similar fashion, cystic duct was clipped with two clips on the proximal side, one on the distal side, and it was divided between the clips. Hemostasis was obtained in the gallbladder fossa with cautery. The 0 prolene in an interrupted figure-of-eight fashion was used to re-approximate the rectus fascia in the midline. Once this was completed, we cut an approximately 10 x 10 sq of flexhd mesh, cut a circular defect in the middle and brought terminal ileum through the middle of this mesh and this flexhd mesh was then tacked to the anterior abdominal wall as an onlay around the ileum. A 10 x 20 piece of surgisis was then cut in half long ways and it was used to overlay our primary incisional hernia repair. Fascial staples were then used to tack this down to the anterior abdominal wall. We ensured that we had our surgisis mesh overlaying the repair by at least 4 cm on all sides from superior to inferior. Once this was completed, we placed two #10 jp drains in the gutter of the anterior abdominal wall. The subcutaneous layer was then re-approximated with 2-0 vicryl and the skin was re-approximated with staples. The skin was then covered and a brooke ileostomy was formed with the vicryl stitches interrupted. Ileostomy appliance was then placed and the case was terminated. The patient tolerated the procedure without any immediate difficulties. The needle and sponge count were accurate throughout the case. Dr. (B)(6) scrubbed throughout the case. The patient was transferred to the floor in satisfactory condition.¿ (B)(6) 2010: (B)(6) center. Implant record. Flexhd. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: gs10-928. Specimen: ileostomy. Gross description: in formalin is an ileostomy stoma with portions of mesenterium attached. The specimen measures roughly 8.5 cm in length x 4.5 cm in diameter. The protruding smooth brownish mucosa is supported by the rim of skin at the bottom. Cut section shows surrounding fat in the center. On representative section is submitted. Final diagnosis gross and microscopic: ileostomy stoma. (B)(6) 2010: (B)(6) medical center. Microbiology. Routine culture. Specimen: wound. Culture: 1. Heavy growth pseudomonas aeruginosa. 2. Heavy growth pseudomonas aeruginosa (second colony type). 3. Heavy growth escherichia coli. Gram stain: moderate white blood cells. Rare epithelial cells. Moderate gram-negative rods. Blood culture: 1. No growth six days. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: status post ventral hernia repair with component separation. Abdominal wound infection. Postoperative diagnosis: status post ventral hernia repair with component separation. Abdominal wound infection. Procedure: incision and drainage of abdominal wound with vac-pac placement. Specimen: tissue culture. Anesthesia: general endotracheal anesthesia. Indication for procedure: mr. (B)(6) is a 38-year-old gentleman who underwent an incisional ventral hernia repair recently by a component separation technique. He had biologic mesh placed in his midline due to the fact that we had to reposition his ileostomy during the operation in order to perform the hernia repair. This made him a higher than average risk for wound infection. He went home from the hospital without any immediate difficulty, but represented back to the hospital today on about postoperative day #10 reporting purulent drainage from his incision site and fever. On physical examination, his skin had dehisced and he had grossly purulent material pouring from his wound. Based on these findings, he was admitted to the hospital, resuscitated, and brought to the operating room urgently. He underwent a session in which the risks, benefits, and alternatives were explained to him in detail. Report of operation: ¿the patient was brought to the operating theater. Endotracheal anesthesia was induced. His packing was removed from his abdomen. His ostomy appliance was removed and his abdomen was prepped and draped with betadine scrub and antiseptic paint. He was draped in sterile fashion. An inspection of the wound then ensured. It appeared that the fascia was intact. There was actually a good deal of granulation tissue on top of the stratus [sic] mesh that had aligned in midline of repair. There was a circumferential area of necrotic tissue around the ileostomy. We were concerned that this may have been from spillage of ileostomy contents on the periostomy skin. This was debrided to viable tissue. The superficial abdominal wound was also debrided to viable tissue and a pulsavac was then used to irrigate and cleanse the anterior abdominal fascia. Once this was accomplished, we re-inspected the wound and ensured that our hemostasis was excellent. At this point, we chose a wound vac to treat the infection. A white sponge was taken and cut to size to protect the ileostomy at the level of the anterior abdominal fascia. In addition, a circumferential ring of white sponge was cut to fit around the ileostomy at the level of the skin. A black sponge was then inserted into the abdominal wound. A bridge between the black sponge and the white sponge around the ostomy at the level of the skin was performed with a white sponge and an adhesive clear drape was applied over the sponge ensuring a good vac suction. At this point, the ostomy appliance was placed over the ostomy. The vac was noted to be with satisfactory suction. At this point, we felt it was reasonable to terminate the case. The patient tolerated the procedure without any immediate difficulty. Needle and sponge count were accurate throughout the case. Dr. (B)(6) scrubbed throughout the majority of the case. The patient was transferred to the recovery room in satisfactory condition.¿ (B)(6) 2010: (B)(6) medical center. Microbiology. Anaerobic cultures. Specimen: abdominal. Gram smear: 1. Few white blood cells. 2. No epithelial cells. 3. No organisms seen. Culture: 1. Heavy growth pseudomonas aeruginosa. 2. Heavy growth pseudomonas aeruginosa (second colony type). 3. Heavy growth escherichia coli. 4. No anaerobes isolated. Acid-fast bacilli cultures and stains. Specimen: abdominal. Acid-fast bacilli smear: 1. No acid-fast bacilli (concentrated smear). Culture: 1. No acid-fast bacilli isolated at six weeks. Fungus culture. Specimen: abdominal. Culture: 1. No fungus isolated at five weeks. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected abdominal wound, infected skin around ileostomy. Postoperative diagnosis: infected abdominal wound, infected skin around ileostomy. Procedure: abdominal wound vac change. Specimen: none. Anesthesia: mac anesthesia. Blood loss: minimal. Indication for procedure: mr. (B)(6) is a 38-year-old gentleman who recently represented to the hospital with infected abdominal wound following a component separation technique, which was undertaken for a very large ventral hernia. He has a past medical history of ulcerative colitis with an end ileostomy. The component separation technique of hernia repair required a reposition of his ileostomy. He had an initial incision and drainage of his infected wound approximately two days ago and he was brought back to the operative room today for a vac change. Procedure in detail: ¿the patient was brought to the operating room, mac anesthesia induced. His previous wound vac was removed. The vac had been placed on top of his fascia and on top of his surgisis mesh. In visualizing his fascia, there did not appear to be any fascial violations, no hernial recurrence or fascial dehiscence were appreciated. Previously a donut of white mesh was placed around some broken down skin around his ileostomy. This was removed and appeared to be healing well with good granulation tissue. The entire wound that appeared to be healing well had good granulation tissue, some very minimal areas of necrotic tissue were debrided sharply. Nevertheless majority of the wound looked viable, healthy with the beginning of granulation tissue and no evidence of active purulence. The wounds were irrigated and a black wound vac was replaced over the abdominal fascia and a donut of white sponge was placed around the broken down skin around his ileostomy. A #1 nylon stitch was used to the approximate the elliptical skin around the patient¿s ileostomy to reapproximate closer together and a bridge of sponge between the abdominal wound and the periostomy wound was then created over the patient¿s skin. An adhesive wound vac drape was then placed on top of the wound and the wound vac output was hooked up to _____ [sic] and the vac was noted to be with satisfactory suction. The patient tolerated the procedure without any immediate difficulty. Needle and sponge count were accurate throughout the case. Dr. (B)(6) was available.¿ (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: subcutaneous abdominal wound infection. Postoperative diagnosis: subcutaneous abdominal wound infection. Procedure: washout of subcutaneous abdominal wound. Specimens: none. Anesthesia: mac anesthesia. Indications for procedure: mr. (B)(6) is a 38-year-old gentleman who underwent a component separation procedure recently for a large ventral hernia. At that time, he has had ileostomy repositioned. He represented to the hospital on postoperative day #10 with purulent drainage from his incision site. He was found to have a subcutaneous wound infection. His fascia was intact. He was brought to the operating room initially for vac placement of this infected wound. He was brought back to the operating room today for a change of his vac. Report of operation: ¿previous vac sponges removed. Some granulation tissue was noted over the surgisis mesh. No gross purulence was appreciated. The white sponges that had been placed over the ileostomy was removed and appeared to be good granulation tissue here as well. Both wounds were irrigated. The skin around his ileostomy was reapproximated with large #1 nylon and the skin was matured to ostomy on the lateral aspect with 3-0 vicryl popup. The wound vac was then cut to size and replaced in his abdomen over his fascia and an adhesive dressing was used to protect the skin around his ostomy and to fix the sponge in place. Defect was _____ [sic] with adhesive drape, vac output was hooked up and was noted to be satisfactory with good vac suction. The patient tolerated the procedure without any immediate difficulty. Needle and sponge count were accurate throughout the case. Dr. (B)(6) was available.¿ (B)(6) 2010: (B)(6) medical center. [Signature illegible]. Operative note. Preoperative diagnosis: postoperative wound infection. Procedure: wound vac change. Surgical wound classification: IV dirty and infected. Complications: none. (B)(6) 2010: (B)(6) medical center (B)(6). (B)(6), md. Radiology ¿ ultrasound abdomen limited right upper quadrant. Indication: abdominal pain. Impression: borderline liver size with increased echogenicity suggesting fatty change. No other significant findings in right upper quadrant. (B)(6) 2010: (B)(6) medical center (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Radiology ¿ CT abdomen/pelvis with contrast. Impression: status post total colectomy with a left lower quadrant enterostomy without evidence of bowel obstruction, focal intraabdominal inflammatory process, or abscess. Fatty liver. (B)(6) 2011: (B)(6) medical center (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: evaluate parastomal hernia. Comparison: (B)(6) 2010. Status post cholecystectomy. Impression: development of a large parastomal hernia at the site of left lower quadrant ileostomy containing mesenteric fat and nondistended loops. No evidence of small bowel obstruction or bowel strangulation. Mild hepatomegaly. Implant preoperative complaints: (B)(6) 2013: (B)(6) medical center. (B)(6), md. Indication for procedure: this is a 42-year-old male who has had a persistent hernia at his ostomy site for years. He denies nausea, vomiting or any other obstructive symptoms. He states that his ostomy functions well and he does not have any pain, however, he states that his hernia has gotten larger since he was last seen in clinic. Risks, benefits and alternatives were discussed with the patient who freely consented to an open ventral hernia repair. An open repair was indicated given his previous surgeries and concern for extensive adhesive disease. Implant #1, #2, #3 procedure: parastomal hernia repair, ventral hernia repair, lysis of adhesions, debridement of wound, layered wound closure, local advancement flaps bilateral. Implant: gore® bio-a® hernia plug [hp01/10420543, [ni]. Gore® bio-a® tissue reinforcement [fs0915/11309908, [ni]] gore® dualmesh® plus biomaterial [1dlmcp04/10985139, [ni].

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® bio-a® hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to fistula and implant, beyond this timeframe. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, migration, contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® bioabsorbable hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bioabsorbable hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013, whereby a gore® bio-a® tissue reinforcement, gore® bioabsorbable hernia plug and a gore® dualmesh® biomaterial were implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial removal of previous gore mesh due to infection, small bowel resection, extensive adhesions, fistula. Additional event specific information was not provided.